Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has been having low flow alarms at home for 3 days. During log file analysis, the low flow alarms were confirmed. In contact with ventricular assist device (vad) clinic and instructed to increase oral fluid and salt intake with the thought that the cause could be from dehydration or hypovolemia. Not on diuretics at home. Patient otherwise asymptomatic. In emergency room, mean arterial pressures (map) in low 100's. Given a higher dose of lisinopril and torsemide 20mg. Patient taken to operating room for thoracotomy. Upon visualization a twist proximal to outflow conduit discovered. Outflow graft (ofg) untwisted and clip placed. Flows returned to normal post untwisting. Patient was discharged home stable. It was reported that CT scan done on (B)(6) 2020 showed a thrombus in the proximal inflow cannula of the left ventricular assist device (lvad). Conservative management given the hemodynamics on right heart catheterization (rhc) done on (B)(6) 2020. Rhc noted elevated right and left sided filling pressures with a preserved cardiac output/index. Patient was asymptomatic. Switched from warfarin to heparin drip.

Event description:
It was reported on 27feb2020 that following evaluation patient was found to have kink in outflow tract. (B)(6) 2020; underwent lvad graft revision. Proximal outflow graft exposed via left thoracotomy. Bend relief disconnected from pump and twist observed. Untwisted with immediate improvement in hemodynamics. Bend relief reattached with device to prevent twisting in future.

Manufacturer narrative:
Section b3: correction section h7, h9: additional information manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, the reported outflow graft twist could not be confirmed as no product was returned for evaluation and no images were submitted for review. Additionally, a direct relationship between the device and the reported hypertension could not be conclusively determined through this evaluation. The controller event log file contained data on 27jan2020 from 4:02:16 am to 2:09:18 pm. The pump was set to a fixed speed of 5300 rpm and operated at or above the low speed limit of 4900 rpm for the duration of the log file. The log file recorded 8 low flow alarms when the patient¿s flow dropped below the low flow threshold of 2.5 lpm for 10 seconds or longer. The controller periodic log file contained data from (B)(6)2020 to(B)(6)2020 . The flow appeared to operate around 3.5 lpm at the beginning of the log file and appeared to gradually decrease to down to approximately 2.7 lpm by the end of the log file. The pump remained above the low speed limit for all data captured within the log file. The patient was admitted on(B)(6)2020 with multiple low flow alarms that did not resolve with oral fluid intake. The patient was found to be hypertensive with blood pressure up to 110 from the baseline range of 90-98. The low flow alarms were initially thought to be due to dehydration and hypovolemia, then a CT scan performed on(B)(6)2020 reportedly revealed pump thrombosis; however, the patient was brought to the or for exploration via a left thoracotomy and the surgeon reportedly visualized an outflow graft twist. The outflow graft bend relief was disconnected, the outflow graft was untwisted, and an outflow graft clip was placed. The flows reportedly resolved after the outflow graft was untwisted and the patient remains ongoing on vad support with no further related issues reported. Hypertension is listed as an adverse event that may be associated with the use of the heartmate 3 lvas. The hm3 lvas IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. The heartmate 3 lvas IFU, rev. B is currently available. Hypertension is listed as an adverse event that may be associated with the use of the heartmate 3 lvas. The section entitled ¿surgical procedures¿ contains information regarding the preparation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The section entitled ¿system monitor¿ describes the pump flow display and the hazard alarms. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in the patient¿s condition can result in low flow. The section entitled ¿alarms and troubleshooting¿ describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.